Event description:
It was reported that the device reached elective replacement indicators (eri) after only three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery depletion indicated/eri: time of eri in save to disk on (B)(4) 2012 device eri<=2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2012. One - patient alert for low bv on (B)(4) 2012 03:00:03. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.